Event description:
Literature: moens m, de smedt a, brouns r. Opioid withdrawal due to twiddler "syndrome. Neurology. 2011;77(1):86." Doi: 10.1212/wn l.0b013e318223142e. Summary: the authors report on a patient who experienced opioid withdrawal due to "twiddler's syndrome." Reportable event: the authors report on a (B)(6) male who went to the emergency department with diffuse pain, hot/cold flashes, nausea, jitteriness, and extreme tiredness. He had been treated with intrathecal morphine infusion (4 mg morphine sulfate/day) for failed back surgery syndrome. Opioid withdrawal syndrome was suspected; attempts to access the pump's refill port percutaneously to assess residual volume were unsuccessful. He had dieted, losing 15 kg. The recent weight loss had allowed him to manipulate the pump, rotating it so as to dislodge the catheter. The pump was found backwards in its abdominal subcutaneous pocket, with the intrathecal catheter wired up around the side port. The catheter was severely stretched and ruptured at its insertion place in the lower back. The device was explanted.